Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm maryland bipolar forceps instrument was defective resulting in impaired coagulation with significant carbonization and insufficient cauterization of active bleeding. Equipment was changed, a different forceps was used, and effective coagulation was demonstrated. No fragment fell into the patient. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was tested on an in-house system. During the failure analysis investigation, the instrument was recognized by the test system and successfully passed all functional tests. No product issue was found. The instrument was fully functional.